Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a vial-mate adapter leaked. It was further reported the ¿flange of blue port¿ would not ¿flush with medication bag¿ and the ¿blue port and white gripper separated after reconstitution to lock vial-mate¿. This issue was identified during setup. There was no patient involvement. No additional information is available.